Event description:
The site reported that a light adjustable lens (lal sn (B)(6) , +18.0d) was explanted on (B)(6) 2023 and was replaced with another lal of the same diopter. Rxsight's first awareness of this event was on 08/09/2023.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).